Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was not producing a driven ground signal. The cause for the failure was an open r781 driven ground resistor on the c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.